Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, an increase in capture threshold was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed the lead was dislodged. The lv lead was explanted and replaced to resolve the event and the patient was stable.